Manufacturer narrative:
Date of event: exact date unknown, event occurred five years ago.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well post operatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was discarded.